Event description:
Per medicon the feeding tube came out of the pt during bathing at the hospital. The dr and the pt noted that the air dome had "shrunk." The device had been in the pt approximately 150 days. Another same device was used as a replacement.